Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to sorc for evaluation. Sorc checked the subject device and found the reported phenomenon. Omsc could not review the manufacture history (DHR) of the subject device because storage life of the DHR had been expired. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon was attributed to stress during use, external factors or handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the coating of the insertion tube was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.